Manufacturer narrative:
An event of pleural effusion and pleurisy was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A published article from "the 21st annual scientific meeting of japanese society for adult congenital heart disease" suggests that pulmonary arteriovenous fistula (pavf) in patients after fontan procedure requires intervention for prevention to complication. Two cases of fontan patients with pleurisy due to embolization of pavf with an amplatzer vascular plug (avp) were reported. In one case, the patient underwent a fontan operation at (B)(6). 23 years following the operation, the patient developed progressive cyanosis and heart failure. Catheterization confirmed the presence of pavf as the cause of cyanosis and heart failure. Embolization of pavf with avp was successfully performed. A week later, the patient developed a pleural effusion and painful pleurisy requiring chest cavity drainage. In embolization of pavf, pleuritic chest pain, the most common procedural complication (5-13%), is usually self-limiting, but occasionally a analgesic is necessary for more protracted pain. No additional information is available.